Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 300 mg/dl to 400 mg/dl. Customer stated that the new insulin pump and the carbohydrate entry and bolus did not seem to bring blood glucose level down. It was unknown whether the auto mode feature was active at the time of high blood glucose event. Customer refused to test self test. The device will not be returned for analysis.